Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Products: d314trm implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2012; 6947m implantable tachy lead, implanted: (B)(6) 2012; 5076-52 implantable pacing lead, implanted: (B)(6) 2012.(B)(4).

Event description:
It was reported an infection occurred. The lead was removed. No further patient complications have been reported as a result of this event.